Manufacturer narrative:
The customer did not supply the lot number of the architect (B)(6) assay used; therefore, no lot search could be performed. Tracking and trending reviews for this product found no related adverse trends and no non-statistical trends. Based on this data, the product is performing as intended. The architect (B)(6) assay package insert provides information to address the current customer issue. Archtect (B)(6) results were non-reactive for a donor sample whereas two other antibody tests were reactive. (B)(6) core ag was negative. Nat testing for the samples of the donor were negative also. It cannot be excluded that the architect (B)(6) are false non- reactive and a product malfunction has occurred. Nevertheless, the (B)(6) antibody status is not clear, since no confirmation test is available for the determination of the (B)(6) antibodies. Furthermore, the negative results for nat testing and (B)(6) core ag of the donor samples do not indicate an (B)(6) infection.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
(B)(6) result was generated on a sample (ID (B)(6)) which was being tested with multiple assays as part of confirmatory testing. (B)(6) results were generated with innotest (B)(4). (B)(4) testing was (B)(6). There was no report of impact to patient management.